Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited high impedance and high threshold. The lead was explanted and replaced. Upon removal, it was noted that the steroid plug was no longer in the lead. The patient was fine post procedure.

Manufacturer narrative:
Analysis description: final analysis confirmed that the steroid plug was out of position. The root cause of the anomaly could not be determined. The lead exhibited normal electrical characteristics and no anomalies were seen on the lead body.